Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 219 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.